Event description:
Pt was revised to address a complaint of painful hardware (left side).

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for all reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event. Provided info marked on the device experience report is marked that the products are not suspected of failing to meet specs. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.